Manufacturer narrative:
The sample is not available for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Plots: there are 10 possible lot numbers, however the customer only provided one. Lot # 896215h, exp date: 05/01/2021, MFR date: 05/01/2018.

Event description:
The event occurred on either (B)(6) 2019 or (B)(6) 2019, but unable to specify the date. The event involved a plum set that the customer reported abnormalities in the form of an unspecified chemotherapy leakage at the filter tray due to defective valves. No other information was provided. This report captures the twelfth of thirteen events.